Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was 100-141 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.